Event description:
Clinic contacted dexcom technical support on (B)(6) 2015 to claim low audio output patient experienced on (B)(6) 2015. No medical intervention or injuries were reported. Dexcom representative tested the alert functionality and reported low alerts were not functional.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4). Brand name - correction/additional information/device evaluation device evaluated by manufacturer - additional the complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The receiver case was opened and an interior inspection was performed. The interior inspection found contamination on the speaker. Therefore, the reported event of low audio output was confirmed. The root cause was determined to be an assembly error.